Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5104407). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5104407). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspections of the device was completed by the manufacturer and found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The device was applied power and the device operated properly. The manufacturer concludes there was no evidence of sound abatement foam degradation.